Manufacturer narrative:
The scope's evaluation found the adhesive at the distal end forceps cover was peeled off due to shock/impact. In addition, the bending section cover adhesive has a crack and the ultrasound image has one broken element. The scope was repaired to asset specifications and returned to asset stock. The asset was last repaired on april 27, 2021 also due to peeled/missing adhesive at the distal end forceps cover. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was found to have an adhesive malfunction as the adhesive at the distal end forceps cover was observed to be peeled off during a standard service inspection. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported adhesive malfunction is due to deterioration over time considering the year of manufacture of the equipment, and the application of external force such as strong rubbing against the relevant part during normal use including reprocessing. It is determined that the phenomenon is caused by handling such as the occurrence of the phenomenon. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states to inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities. The legal manufacturer will continue to monitor the field performance of this device.